Event description:
Customer reported that a maestro duraguard broke during a case. However, the sales rep reported with additional info that wrong router were placed in the duraguard and hence they broke. There were no adverse consequences alleged with this event. There was a delay of 3-4 minutes before the correct router was used to complete the procedure successfully.

Manufacturer narrative:
The device was not available for eval. A f/u report will be filed if the device is returned back to the MFR for investigation.